Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments and a partial display due to bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a crack on the display of the device. Customer's blood glucose was 141 mg/dl. Customer stated the damaged occurred bent over at work and the screen cracked. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.